Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger would constantly reset. The cause was corrupt flash programming. The root cause for the corrupt programming was unable to be positively determined. No adverse event resulted from the corrupt programming. The pt was provided with a replacement charger.

Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger/modem would constantly reset. The last pt to use this charger/modem did not report any problems.